Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The water tank was cleaned, a new bottle of cell cleaner was installed, the sample probe was removed and manually unblocked, crystals were removed from the waste drain and cleaned, syringe tubes were checked, cell blank measurement and a reaction parts wash was performed. Qc was acceptable, and a hardware check was performed. The results from the hardware check suggest issues with the ultrasonic mixer and sample probe functionality. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. The initial result was 13.0 mg/dl. The repeat result from a cobas c303 analyzer was 7.6 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 814941 with an expiration date of 31-oct-2025. No issues were identified in the reaction monitor data for the initial result. Calibration and qc were acceptable. A "few" abnormal aspiration alarms were observed on the alarm trace data. All maintenance actions were checked (no overflow, no loose parts, and drips or splashes around the cuvette/rinse station were removed). The reagent probe alignment and wash efficiency were checked. No leaky seals or valves were observed on the reagent probe or the sample probe. The sample probe appeared to be straight and was being rinsed well. A general reagent lot was excluded as calibration and qc were acceptable. Since several service actions were performed, the specific root cause could not be determined.